Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083397) on 30-oct-2018. The most recent information was received on 15-feb-2019. Quality-safety evaluation of ptc: unable to confirm complaint: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/stabbing, pinching pain"), genital haemorrhage ("heavy bleeding"), menorrhagia ("cycles became extremely heavy/period had gotten worse") and drug dependence ("I became laxative dependent") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "essure corroded". Medical conditions: laparoscopy was done in 2018. Colonoscopy- hiatal hernia and irritable bowel syndrome. Concurrent conditions included headache. Concomitant products included magnesium for leg cramps, estrogens conjugated (premarin) for surgical menopause as well as hormonal contraceptives for systemic use and levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal cramping"), arthralgia ("joint pain"), migraine ("migraines"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), abdominal distension ("excessive bloating/extreme bloating"), allergy to metals ("nickel allergy") with skin irritation, constipation ("constipation"), hiatus hernia ("hiatus hernia "), irritable bowel syndrome ("extreme irritable bowel syndrome"), dyspareunia ("pain with sex"), uterine enlargement ("bulky uterus"), ovarian cyst ("cysts on ovary"), cervix disorder ("cervix cyst"), adenomyosis ("adenomyosis"), pelvic adhesions ("multiple adhesions"), peritoneal adhesions ("peritoneal adhesions"), drug dependence (seriousness criterion medically significant), abdominal pain lower ("cramps "), dysmenorrhoea ("my period started to get really heavy and I had severe abdominal cramps") and muscle spasms ("leg cramps") and was found to have leiomyoma ("small leiomyoma"). The patient was treated with docusate sodium;sennoside a+b (laxative stool softener with senna), sumatriptan succinate (imitrex df) and surgery (exploratory laparoscopy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, menorrhagia, abdominal pain, arthralgia, migraine, alopecia, teeth brittle, abdominal distension, allergy to metals, constipation, hiatus hernia, irritable bowel syndrome, dyspareunia, uterine enlargement, ovarian cyst, cervix disorder, adenomyosis, leiomyoma, pelvic adhesions, peritoneal adhesions, drug dependence, abdominal pain lower, dysmenorrhoea and muscle spasms outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, cervix disorder, constipation, drug dependence, dysmenorrhoea, dyspareunia, hiatus hernia, irritable bowel syndrome, leiomyoma, muscle spasms, ovarian cyst, pelvic adhesions, peritoneal adhesions and uterine enlargement with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, genital haemorrhage, menorrhagia, migraine, pelvic pain and teeth brittle to be related to essure. The reporter commented: plaintiff intends to have her essure coils removed soon. She has not been tested for a nickel allergy, but she could not wear "fake" (or "costume") jewelry, which often has nickel in it, due to skin irritation. The seriousness criterion ¿disability/permanent damage, hospitalization, other serious event¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-feb-2019: maude received : new events - constipation, hiatus hernia, irritable bowel syndrome, dyspareunia, uterine enlargement, ovarian cyst, cyst, adenomyosis, leiomyoma, peritoneal and multiple adhesions, peritoneal adhesions, abdominal pain lower, dysmenorrhea, muscle spasm, drug dependency, were added. Essure removal date were added. Severity of pelvic pain and migraine were added. New reporter, reporter information, patient information's, treatment drug, concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083397) on 30-oct-2018. The most recent information was received on 08-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('scarring of bilateral essure coils to large and small bowel extending into posterior cul-de-sac'), pelvic pain ('pelvic pain/stabbing, pinching pain'), genital haemorrhage ('heavy bleeding'), heavy menstrual bleeding ('cycles became extremely heavy/period had gotten worse') and drug dependence ('I became laxative dependent') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "essure corroded". The patient's medical history included back pain, adenomyosis, leiomyoma of uterus, unspecified and abdominal adhesions. Laparoscopy was done in //2018. Colonoscopy- hiatal hernia and irritable bowel syndrome. Concurrent conditions included headache. Concomitant products included magnesium for leg cramps, estrogens conjugated (premarin) for surgical menopause as well as hormonal contraceptives for systemic use and levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal cramping"), arthralgia ("joint pain"), migraine ("migraines"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), abdominal distension ("excessive bloating/extreme bloting"), allergy to metals ("nickel allergy") with skin irritation, constipation ("constipation"), hiatus hernia ("hiatus hernia "), irritable bowel syndrome ("extreme irritable bovel syndrom"), dyspareunia ("pain with sex"), uterine enlargement ("bulky uterus"), ovarian cyst ("systs on overi"), cervix disorder ("cervix cyst"), adenomyosis ("adynomys"), pelvic adhesions ("multiple adhesions"), peritoneal adhesions ("peritoneal adhesions"), drug dependence (seriousness criterion medically significant), abdominal pain lower ("cramps "), dysmenorrhoea ("my period started to get really heavy and I had severe abdominal cramps") and muscle spasms ("leg cramps") and was found to have leiomyoma ("small leiomyoma"). The patient was treated with docusate sodium;sennoside a+b (laxative stool softener with senna), sumatriptan succinate (imitrex df) and surgery (exploratory laproscopy and hysterectomy/tah/bso with loa and resection of bilateral essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, heavy menstrual bleeding, abdominal pain, arthralgia, migraine, alopecia, teeth brittle, abdominal distension, allergy to metals, constipation, hiatus hernia, irritable bowel syndrome, dyspareunia, uterine enlargement, ovarian cyst, cervix disorder, adenomyosis, leiomyoma, pelvic adhesions, peritoneal adhesions, drug dependence, abdominal pain lower, dysmenorrhoea and muscle spasms outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, cervix disorder, constipation, drug dependence, dysmenorrhoea, dyspareunia, hiatus hernia, irritable bowel syndrome, leiomyoma, muscle spasms, ovarian cyst, pelvic adhesions, peritoneal adhesions and uterine enlargement with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, device dislocation, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and teeth brittle to be related to essure. The reporter commented: plaintiff intends to have her essure coils removed soon. She has not been tested for a nickel allergy, but she could not wear "fake" (or "costume") jewelry, which often has nickel in it, due to skin irritation. The seriousness criterion ¿disability/permanent damage, hospitalization, other serious event¿ was reported, but not specified or assigned to one of the events. Both essure on each side were present at the os. There were no rings inside the cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083397) on 30-oct-2018. The most recent information was received on 28-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('scarring of bilateral essure coils to large and small bowel extending into posterior cul-de-sac'), pelvic pain ('pelvic pain/stabbing, pinching pain'), genital haemorrhage ('heavy bleeding'), heavy menstrual bleeding ('cycles became extremely heavy/period had gotten worse') and drug dependence ('I became laxative dependent') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "essure corroded". The patient's medical history included back pain, adenomyosis, leiomyoma of uterus, unspecified and abdominal adhesions. Laparoscopy was done in 2018. Colonoscopy- hiatal hernia and irritable bowel syndrome. Concurrent conditions included headache. Concomitant products included magnesium for leg cramps, estrogens conjugated (premarin) for surgical menopause as well as hormonal contraceptives for systemic use and levothyroxine sodium (synthroid). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal cramping"), arthralgia ("joint pain"), migraine ("migraines"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), abdominal distension ("excessive bloating/extreme bloting"), allergy to metals ("nickel allergy") with skin irritation, constipation ("constipation"), hiatus hernia ("hiatus hernia "), irritable bowel syndrome ("extreme irritable bovel syndrom"), dyspareunia ("pain with sex"), uterine enlargement ("bulky uterus"), ovarian cyst ("systs on overi"), cervix disorder ("cervix cyst"), adenomyosis ("adynomys"), pelvic adhesions ("multiple adhesions"), peritoneal adhesions ("peritoneal adhesions"), drug dependence (seriousness criterion medically significant), abdominal pain lower ("cramps "), dysmenorrhoea ("my period started to get really heavy and I had severe abdominal cramps") and muscle spasms ("leg cramps") and was found to have leiomyoma ("small leiomyoma"). The patient was treated with docusate sodium;sennoside a+b (laxative stool softener with senna), sumatriptan succinate (imitrex df) and surgery (exploratory laparoscopy and hysterectomy/tah/bso with loa and resection of bilateral essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, heavy menstrual bleeding, abdominal pain, arthralgia, migraine, alopecia, teeth brittle, abdominal distension, allergy to metals, constipation, hiatus hernia, irritable bowel syndrome, dyspareunia, uterine enlargement, ovarian cyst, cervix disorder, adenomyosis, leiomyoma, pelvic adhesions, peritoneal adhesions, drug dependence, abdominal pain lower, dysmenorrhoea and muscle spasms outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adenomyosis, cervix disorder, constipation, drug dependence, dysmenorrhoea, dyspareunia, hiatus hernia, irritable bowel syndrome, leiomyoma, muscle spasms, ovarian cyst, pelvic adhesions, peritoneal adhesions and uterine enlargement with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, device dislocation, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and teeth brittle to be related to essure. The reporter commented: plaintiff intends to have her essure coils removed soon. She has not been tested for a nickel allergy, but she could not wear "fake" (or "costume") jewelry, which often has nickel in it, due to skin irritation. The seriousness criterion ¿disability/permanent damage, hospitalization, other serious event¿ was reported, but not specified or assigned to one of the events. Both essure on each side were present at the os. There were no rings inside the cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient's date of birth, medical history, event: scarring of bilateral essure coils to large and small bowel extending into posterior cul-de-sac and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.